Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the ac power module does not charge battery when connected and the charging led does not illuminate. There was no reported pt involvement.